Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.the lead is part of the advisory for this model.

Event description:
It was reported that this pediatric patient went into cardiac arrest, was brought to the emergency room where resuscitation efforts were made without success and the patient died. When the device was interrogated in the mortuary, it was noted that the device reached recommended replacement time three days after the patient's death. It was further reported that the patient was not pacemaker dependent, there is no physician allegation that the death is device related, no autopsy will be performed and the system will not be explanted. The cause of death has been requested but not received.